Manufacturer narrative:
Initial reporter state: (B)(6).

Event description:
It was reported the piece of the device detached and remains in the patient. Vascular access was gained to the anterior tibial artery with an anterograde approach. The occluded target lesion was located in the mildly tortuous lesion. A 300cm v-14 control wire was selected for use. During withdrawal of the guidewire, a knot formed at the tip and the physician applied slight force to remove the guidewire which led to a small piece of teflon detaching. The piece of teflon remains in the patient and no attempts were made to remove the fragment due to the small vessel. No patient complications were reported and the patient was okay 48 hours after the procedure.